Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received an "off no power" alarm and did not receive a low battery alert prior. Their blood glucose was unknown. They said that their insulin pump just shut off on them so they replaced the battery. They did this several times but the pump will still not come back on. Customer's blood glucose was unknown. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. They mentioned that there were unattended alarms but that this was not the second occurrence of the off no power alarm. After troubleshooting, customer was advised to insert new batteries and that they may wear the pump until the replacement arrives. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronics. We were unable to perform idle current test, run current test, self- test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test. In addition, we were unable to verify off no power alarm, battery power loss alarm due to blank display. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.